Event description:
During a coronary artery stenting treatment procedure a shaft break occurred. The target lesion was located in the 60% stenosed mid left anterior descending artery (lad), while advancing the 3.50x32mm taxus express2 eluting stent into the guide catheter, the shaft broke in half. The break occurred approximately 3/4 down the shaft from the tip in a portion that had not yet entered the body. The procedure was successfully completed with another 3.50x32mm taxus express2 drug eluting stent. No patient complications were reported. The patient status is reported as "satisfactory/good."